Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. A visual inspection of both instruments noted no abnormalities. Four single use loading units (sulus) with a full complement of tacks, proper timing, and the shipping wedge attached were received. No scratches on the inner tube of all four sulus. One fully applied sulu with disrupted timing and scratches on the inner tube of the sulu was received. One partially applied sulu with proper timing and scratches on the inner tube of the sulu was received. Two partially applied sulus with disrupted timing, a tack protruding from the tip and scratches on the inner tube of the sulu were received. The articulation knob of both instruments functioned properly. The returned sulu with proper timing could be loaded onto both instruments. Both instruments and sulus were applied to the appropriate test media. Both instruments made a clicking and crunching sound and the gear popped during firing. The first tack deployed but did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload with both instruments. Both instruments were disassembled and damage was noted to the spur gears. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu indicated by the scratches on the inner tube of the sulu and the damage to the spur gear. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total extra peritoneal on mesh repair, upon using both tackers on mesh fixation while tacking the mesh at pubic bone, tacks have been able to be fired normally from the device but were not able to penetrate the tissue. It was noted that tacks were falling into the cavity of the patient and it retrieved with grasper. X-ray was performed to locate the component. Another device got used to complete the case.